Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had experienced a low blood glucose of 54 mg/dl. Customer's blood glucose was 50 mg/dl again last night. Customer has not been hospitalized or seriously injured. Customer stated that she just gets dizzy and she shakes. Customer stated that she stopped eating that night. Customer declined to further troubleshoot the issue. Customer stated that she will be going to see her health care professional soon and talk about a lifestyle change and how she can update her basal rates. Customer mentioned that she also had a high blood glucose of 317 mg/dl. Customer stated that she wanted to go through a set change and treat with the pump. Customer stated that her blood glucose was high because she had some ice cream and pasta. Customer also broke her clip. Customer was able to successfully change out her set on the second try. Customer was walked through loading the set in the serter.